Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that the hc was in a drain cycle, so she disconnected and finished with a manual bag. The hp stated that she is unable to get the set out, and the hc alarmed with a system error. Hp stated that she cycled the power and now the hc reads system error 2367 in drain 5 of 5. The baxter technical service representative (tsr) asked the hp if she reconnected. The hp replied no as she was using manual supplies. Tsr explained the alarm, and recommended the hp contact baxter if she needs to end the therapy. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy and finishing with manuals. The hp said that she got the alarm during drain and had disconnected. However, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The review finds the labeling adequate for the potential use error(s) in the complaint. An individual trend revue was not performed. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.